Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 41.5cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high impedance. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to high impedance. No adverse patient events reported. Should additional information become available, it will be added to this file.